Manufacturer narrative:
One pressurewire x (wireless) was returned for analysis. The results of the investigation concluded that a fracture was found at the distal tip coil assembly. The distal tip coil had also been bent and stretched at the distal end. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Although the exact cause of the reported event remains unknown, the guidewire damage is consistent with the reported event. The cause of the guidewire damage is consistent with damage during use.

Event description:
During the procedure, the tip of the device fractured inside the patient's anatomy. There was difficulty advancing and manipulating the device into the left circumflex artery lesion. The radio-opaque part of the tip was entered into the lesion but could not be advanced any further at the left circumflex artery ostium. While manipulating the device with torque, the tip of the device fractured. The fractured tip was removed from the left circumflex artery ostium using a snare catheter. Fluoroscopy was performed and it was confirmed that all pieces of the device were removed from the patient. The procedure was completed without using another device with no adverse patient consequences.